Event description:
Customer reported via phone call to have low blood glucose of 30 mg/dl, which was treated with food, glucose tablets and glucagon shots. During troubleshooting, customer reported that insulin pump was exposed to MRI. Insulin pump passed displacement test. Customer was advised to monitor insulin pump and to contact healthcare professional regarding low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.